Event description:
It was reported that insulin pump may be experiencing a delivery anomaly. It was reported that insulin pump was over delivering, which may have caused a drop in blood glucose of 24 mg/dl. Customer's blood glucose was 194 mg/dl. During troubleshooting, insulin pump passed the displacement test. After troubleshooting, customer was advised to monitor insulin pump as it was working as designed and to contact healthcare professional regarding settings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.